Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed five conforming clips and two clips with gap as the clip snapped towards the tissue stop. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clip became not to come out. No clips fell into the patient. There was neither unexpected resistance nor noise at the firing. Another device was used to complete the case. There were no adverse consequences to the patient.